Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was unable to reproduce or confirm the reported failed gravimetric flow rate accuracy test. Multiple flow rate tests were performed and the device was found to be with in specification and no related device malfunction was observed. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-11022 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the gravimetric flow rate accuracy test during preventive maintenance testing. It was also reported there was no patient involvement.